Event description:
It was reported that during a laparoscopic cholecystectomy procedure, ¿the consultant was doing a laparoscopic cholecystectomy on (B)(6) 2015. It was noted that there was difficulty applying the clips to the necessary vessels. The patient returned to theatre for a laparoscopy on the (B)(6) 2015. It was noted during the procedure that there was a bile leak as the clips were damaged. Further clips had to be applied to the vessels to secure them." Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: can we confirm that the device will be return? The device that is being returned, is that from the original procedure or the second procedure? Please describe the damaged clip? What does that mean? What is meant by difficulty in applying the clip to necessary vessel? How as bile leak diagnosed? What is the current patient status?